Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
As reported, the quattro catheter (lot number unknown) was inserted into the patient's left groin and pink blood tinge was noticed. The normal saline (ns) bag emptied, patient has been rewarmed and on the 24 hrs normothermia. No known impact or patient consequence reported.